Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a pairing failure was reported. Product/data was provided for investigation. The allegation was confirmed. The probable cause could not be determined post investigation.

Event description:
I am getting a transmitter failed.

Manufacturer narrative:
(B)(4).